Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported a loss of therapy. She was no longer feeling stimulation. It was indicated that therapy was not on and she was not feeling stim on the day of this call. Patient instructed to turn stim on and issue resolved. The event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.